Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast reconstruction revision with a mentor siltex round moderate profile 375 cc saline prosthesis. Deflation was suspected by the patient either during exercise, or a fall in which the breast was impacted that resulted in broken ribs and a broken collar bone. On (B)(6) 2018 the deflation was confirmed by a physical exam. On (B)(6) 2018 the patient had replacement of the deflated prosthesis, along with capsulotomy to treat capsular contracture (baker¿s grade unknown). During the procedure, a mentor siltex round moderate profile 375cc saline prosthesis was placed after being filled to 425cc. A band was noted, and the implant was inadvertently punctured when trying to open it. The ruptured implant was replaced with an identical device. No other complications were noted.

Manufacturer narrative:
In the initial report submitted to the FDA, it was reported that a DHR review was in progress for the suspect medical device. However, the lot number for this device was never reported to mentor. Since no lot number was provided, no device history record (DHR) review could be performed.